Manufacturer narrative:
Concomitant medical products: model: dtma1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed oversensing noise and frequent non-physiologic events resulting in the patient receiving inappropriate therapy. The lead was partially extracted and replaced. No further patient complications have been reported as a result of this event.